Event description:
It was reported that the patient underwent an total knee arthroplasty on (B)(6) 2015. During the procedure the drill bit snapped in the femur and needed to be retrieved. No reported delays or further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product is expected to be returned. Upon receipt of product and completed evaluation, a follow up report will be sent to the FDA.